Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Product identifier is unknown, hence 510k# is not available. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a medtronic representative regarding a patient implanted with pedicle screws at the l4, l5, and s1 segments. On (B)(6) 2020, the patient underwent a spinal surgery using medtronic pedicle screws at the l4, l5 and s1 levels. Post-surgical radiographic images suggested no product malfunction. On (B)(6) 2021, an x ray of the lumbar spine revealed a possible fracture of the right s1 pedicle screw. The patient was in severe pain, but it was unclear if it was due to medtronic product malfunction. The doctor recommended the patient to undergo a right side s1 nerve block injection to treat the pain. On (B)(6) 2021, the patient reported continued left sided back pain originating near the area of s1 joint. X ray revealed a fracture of pedicle screw at the s1 level. On (B)(6) 2021, a CT scan was obtained which confirmed fractures of bilateral pedicle screws. Despite conservative treatment, including physical therapy, pain medications, lidoderm patches, and nerve block injections, the pain continued for the patient.